Event description:
It was reported that a foreign material was observed in three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Date of event: this event occurred between (B)(6) 2022 to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from august 25, 2021 - august 26, 2021. H10: three (3) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with the fill port caps removed and a loose foreign matter was observed inside the fill port connector of only one sample. The particle was examined by fourier transform infrared spectroscopy (ft-ir) and was white and irregularly shaped.the reported condition was verified in one sample; however, not verified in the remaining 2 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.